Manufacturer narrative:
(B)(4). The information provided with initial report was incomplete. The complete information has been provided in this report.

Event description:
It was reported that she required the assistance of emergency medical services and was transported to the emergency room on (B)(6) 2020 for a low blood glucose. The customer¿s blood glucose at the time of the incident was 17 mg/dl. The customer also reported she required the assistance of emergency medical services and was transported to the emergency room on (B)(6) 2020 for a high blood glucose. The customer¿ blood glucose at the time of the incident was 600 mg/dl. The insulin pump was being used within 48 hours of the reported low blood glucose event and auto mode was active. The customer alleged the insulin pump was over delivering insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visited the emergency room due to low blood glucose. The customer experienced low blood glucose and high blood glucose. Customer¿s blood glucose reading at the time of the incident was 40 mg/dl and 600 mg/dl. The auto mode was active at the time of the incident. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer did allege insulin pump was over delivering. The insulin pump will be returned and the reservoir will not be returned for analysis.